Event description:
The customer reported that the system intermittently was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The issue was not duplicated in normal fluoro however, the fe was able to reproduce the error in film mode. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.